Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine fibroids, leiomyoma, chronic cervicitis, obesity, endometrial curettage, vaginal bleeding, pilonidal cyst and augmentation mammoplasty on (B)(6) 2023, uterine bleeding on (B)(6) 2022 and complete heart block on (B)(6) 2022. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4232 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy implantation of allograft tissue). The reporter considered medical device removal to be related to essure administration. The reporter commented: findings reveal a normal uterine cavity with an iud present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.109 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: initial images demonstrate essure implants in the pelvis. The endometrial cavity appears normal. There is no contrast in the fallopian tubes compatible with occlusion. [Pathology test] on (B)(6) 2023: clinical information. Preoperative diagnosis: dysfunctional uterine bleeding. Tissues a uterus, cervix and fallopian tubes including essure final diagnosis uterus, cervix, bilateral fallopian tubes (188 grams): - chronic cervicitis. - basalis endometrium. - adenomyosis, moderate. - subserosal leiomyomas (1.2 cm). Bilateral fallopian tubes with no diagnostic pathologic abnormalities gross description: the left fallopian tube is smooth, purple-tan and intact. There are two subserosal fibroids that are each approximately 1.2 cm. In diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine fibroids, leiomyoma, chronic cervicitis, obesity, endometrial curettage, vaginal bleeding, pilonidal cyst and augmentation mammoplasty on (B)(6) 2023, uterine bleeding on (B)(6) 2022 and complete heart block on (B)(6) 2022. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4232 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomywith bilateral salpingectomy implantation of allograft tissue). The reporter considered medical device removal to be related to essure administration. The reporter commented: findings reveal a normal uterine cavity with an iud present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.109 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: initial images demonstrate essure implants in the pelvis. The endometrial cavity appears normal. There is no contrast in the fallopian tubes compatible with occlusion. [Pathology test] on (B)(6) 2023: clinical information preoperative diagnosis: dysfunctional uterine bleeding tissuesa uterus, cervix and fallopian tubes including essure final diagnosis uterus, cervix, bilateral fallopian tubes (188 grams): chronic cervicitis. Basalis endometrium. Adenomyosis, moderate. Subserosal leiomyomas (1.2 cm). Bilateral fallopian tubes with no diagnostic pathologic abnormalities gross description: the left fallopian tube is smooth, purple-tan and intact. There are two subserosal fibroids that are each approximately 1.2 cm. In diameter quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.